Event description:
Orthopedic surgeon cutting the wires that are attached to the acetabular metal cup implant and the polyetheline disc. The wire is looped through in 3 places and is cut at each loop with wire cutters. The wire cutters did not "snap down" or 'click" to indicate that the wire had been cut. The wire was then cut again. During the post op xray a foreign body was noticed. The patient then returned to surgery the next day to have a 1cm piece of wire removed.what was the original intended procedure?right birmingham hip resurfacing.